Event description:
On (B)(6) 2012, the pt was implanted with two conformable gore tag thoracic endoprosthesis to treat a type b dissection. The first device was implanted into the true lumen just behind the left subclavian artery (lsa). During the deployment the device moved 1.5cm proximally. A second device was implanted as a distal extension and moved 2cm proximally during the deployment. The pt tolerated the procedure. Further information was requested.

Manufacturer narrative:
Additional information along with images of the event were requested. A review of the manufacturing records for the device is being conducted. Asl was implanted (B)(4).